Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the height voltage cables, core, ca suppressor, and generator driver pcb. The system operates as intended.

Event description:
It was reported that the 9800 system displayed a generator error during a case. The system was replaced with another c-arm to complete the case. No patient injury was reported.